Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing which triggered atrial and/or ventricular fibrillation. This was thought to be caused by a possible lead dislodgement of the competitor right ventricular lead. The high voltage therapy was programmed off on the device. The patient was subsequently hospitalized due to the inappropriate therapies and passed away. It was thought that the inappropriate therapies may have contributed to the patient's death. The cause of death was requested but unknown.